Manufacturer narrative:
Cfn-2017-124;the complaint is FDA MDR reportable. (B)(4) is the importer of record and does not own the design, specification, or regulatory pathway for this device. However, even though this is a private label product (1p), the event is MDR reportable per qpl-8.2.1a (product complaint management) since there was the potential for serious injury and x-ray taken. If additional information is made available, a follow up will be submitted.

Event description:
Medical specialties - screw fell out. Sales representative stated instruments op5740 and op5693 ordered early august 2016 and were used in their first case around october 2016 as this is a brand new hospital that opened mid-september. Both scissors were used during a foot case and both broke during the same case. In both cases the screws fell out of the scissor as seen in the picture. Although they could not find the screws they did an x-ray and the screws did not fall into the patient therefore no patient was harmed. Both scissors were not used to cut bone of any type during this procedure only tissue. Instruments have not been sharpened nor have they been sent in for repair yet. All of the other scissors in the other foot sets have been checked and the screws did not seem to be loose. Although I just found this out today I was told today that last month 2- ch5674-001 scissors did also have screws loose. The customer sent them to ims for repair.